Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was brought into the electrophysiology lab after an in-office chest x-ray showed high capture threshold and a device migration. The device was noted to be migrated and pulled the right ventricular lead out of position. During an attempt to reposition the rv lead, the physician had difficulty retracting the helix and also had difficulty advancing a stylet into the lead. The lead was explanted and replaced. The device was re-implanted. The patient was stable post procedure.